Event description:
It was reported that a surgeon alleged past inaccuracies occurring while using axiem to place catheters with synergy cranial software. The surgeon reported that the cartoon representation of the recommended tracing pattern was misleading and the cause of inaccuracies - the pattern collects anterior points and the area of interest is posterior. No additional information, or further details, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the site has completed multiple procedures with this system with no accuracy issues.

Manufacturer narrative:
A medtronic representative clarified that the reported event was not associated with a specific incident. Therefore, patient demographic info and date were unavailable. The software investigation found that the cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.